Event description:
User reported the bottoms of three canisters "blew out" during three different orthopedic procedures. There was no pt involvement and no one was injured.

Manufacturer narrative:
Serial number (B)(4) corresponds to lot numbers 20121025, 20121026, 20121029, 20121030.